Manufacturer narrative:
Results of investigation: the associated genesis ii resurfacing patella component was not returned for evaluation. A clinical analysis noted that no clinical supporting documentation has been provided for inclusion in this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient developed anterior knee pain. Doctor decided to resurface the patella which wasn't resurfaced in the original procedure. Revision surgery with no delay.